Manufacturer narrative:
Device evaluation summary: during analysis of the sample it appeared intact. Leak testing revealed a tear on anterior view, measuring approximately less than 0.1 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round high profile 330cc, catalog number 3503330, lot number 5655731. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 330cc breast implant and experienced deflation on the right side. As a result, the patient underwent removal and replacement with a saline mentor smooth round high profile 380cc, catalog number 3503380, serial number (B)(4) and a saline mentor smooth round high profile 330cc, catalog number 3503330, serial number (B)(4) on (B)(6) 2019.